Event description:
It was reported that during a hysterectomy procedure, the surgeon to perform the cutting and coagulation with g2 enseal. "Mid-point of the procedure is disarmed enseal not finish the surgeon." Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the shaft bent, the upper jaw detached returned and with the I-blade upper tip broken off returned. The device was connected to the generator and it was recognized. Because the device condition not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.